Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead's paced or sensed pin was surgically abandoned due to unknown reason. Additional information indicated that the pace sensed portion was no longer used but the lead is still used for shocking. Moreover, there was a steady increased in threshold. Thus, the 7741 lead was placed into the right ventricle and used for pacing. This rv lead remains in service. No additional adverse patient effects were reported.